Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has received intermittent occlusion alarms. Reportedly, blood glucose levels have been impacted (250 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Customer changed out the supplies and successfully resumed insulin delivery.